Manufacturer narrative:
Patient identifier and sex provided. Age and weight were unobtainable. The system control board, power switching board, and motion controller box were returned to the manufacturer and are currently under analysis. A medtronic representative reported that the radiographer managed to keep the imaging system on charge to continue use during the procedure. The imaging system was moved back to storage by using the manual push.

Manufacturer narrative:
Medtronic investigation of returned suspect power switching board was unable to confirm the failure due to condition of pcba. F2 fuse holder has been damaged, therefore system testing was not performed. Physically damaged power switching board. Medtronic investigation of returned suspect motion controller box confirmed the motion positioner error. The positioner box was installed on the test imaging system and the system did not ready. The pendant and remote desktop displayed "initializing systems please wait." Visually observed red led at communications port. Shell error in galil application and firmware installer was not successful. Medtronic investigation of returned suspect system control board confirmed the reported event. The system control board was installed on the test imaging system and the system did not ready. At the turn of the key to power on the ias, the system flickers and k10 does click, however at the release of the key, the system shuts back down. Will not latch on. The reported event was confirmed to be caused by an electrical failure of the system control pcba board.

Manufacturer narrative:
Patient information was not provided by the site. On the medtronic rep visited the site and performed the following troubleshooting: checked j7 for all voltages seemed fine, but motion and x-ray battery charging bar dropping when the main mvs (mobile viewing station) power was disconnected. Replaced motion batteries, but system wasn't turning on. Rep could hear k10 fuse clicking and power switching board relays clicking for a second then led¿s went off. Charging board led¿s were on and fuses on power switching board were fine, fuses f1, f9, f3,f11 were also fine. X-ray and motion relays were presenting a dc output 410 vdc and 180 vdc respectively. After troubleshooting, the rep replaced the system control board. And power switching board. The system would switch on, but a motion positioner error was still there. Rep then replaced the motion controller box. O-arm then worked properly during all testing. Issue resolved with part replacements.

Event description:
A medtronic representative reported that the o-arm motion batteries aren't holding a charge. The o-arm switched off while moving a very short distance. System was used successfully for a spinal procedure. No harm to patient. Minimal delay of less than an hour.